Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair, the patient started bleeding, coded intraoperatively and ultimately expired the following day. The surgeon reported that the patient had extremely large and unusually engorged blood vessels that would bleed virtually everywhere he manipulated tissue. The procedure was converted to open due to a tear in the stomach that occurred during the robotic portion of the procedure and was resolved by performing a sleeve gastrectomy and resecting the torn area. Retraction and dissection of the recurrent large hiatal hernia was performed; bleeding continued throughout the entire procedure. The patient coded during the open portion of the procedure; resuscitation resulted in return of spontaneous circulation. The surgeon stated that the patient was hypothermic on the operating room table and likely went into disseminated intravascular coagulation (dic) and expired due to the continued hemorrhage. There was no report of any issues with the da vinci system. The surgeon stated that this event likely would have occurred regardless of robotic vs. Laparoscopic approach.

Manufacturer narrative:
There is no allegation against any da vinci products associated with this event, therefore; no product was returned for failure analysis investigation. Review of the intraoperative system event logs for the duration of the procedure show the system functioned normally and there were no indications relating to this event. Review of the five subsequent procedures also show the system functioned normally; there were no intraoperative events or issues found. The following concomitant products were used during the procedure: 30 degree endoscope plus, monopolar curved scissors, mega needle driver, tip-up fenestrated grasper, cadiere forceps, suction irrigator, vessel sealer extend. A site history review found no complaints were made for the instruments used. Review of the vessel sealer extend (vse) logs found that the instrument was used for 1 hour, 40 minutes with 147 cut complete and 3 cut failed events, and two jaw angle open events indicating that the jaws were too far apart to allow a successful cut event. The system logs show five e-200 energy errors of activation halted by an instrument or instrument cable while sealing with a vessel sealer instrument, indicating there was an issue with the sealing performance. The surgeon did not report any issues with vse sealing and described the anatomy had extremely large and unusually engorged blood vessels that would bleed when tissue was manipulated. The vse and cable were not returned for further investigation. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died during a recurrent hiatal hernia repair from bleeding which reportedly occurred after they had opened. No intuitive surgical products or instruments were alleged to have contributed. Unusual patient anatomy - including large and engorged gastric vessels - likely contributed to the bleeding problems and the need to convert to an open technique. The report indicates the initial bleeding was solved by performing a sleeve gastrectomy, however, the patient coded while in the open portion of the operation. The events that led to continued bleeding both intraoperatively and postoperatively may have been exasperated by hypothermia and dic. Based on the information provided in the summary of events, no intuitive surgical products or instruments contributed to this event.